Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The physician had selected a 2.5x20mm liberte bare metal stent (bms) to treat an unknown lesion. While examining the device during unpacking, damaged stent struts were noticed. The device was not used in the procedure and did not contact the patient. The procedure was completed using another 2.5x20mm liberte bms.

Manufacturer narrative:
.